Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 140 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found insulin was unable to exit with a plunger push when a new infusion set was applied with the current reservoir. The customer was advised their insulin pump was working as designed. Customer was advised their reservoir will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.